Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was in a lot of pain. The patient had numerous health issues which was not known if device related and the device was not working. The patient underwent an explant procedure.

Event description:
A report was received that the patient was in a lot of pain. The patient had numerous health issues which was not known if device related and the device was not working. The patient underwent an explant procedure.

Event description:
A report was received that the patient was in a lot of pain. The patient had numerous health issues which was not known if device related and the device was not working. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the patient's pain was not device related and the reason for explant was due to ineffective therapy.